Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that replacing the network cable resolved the issue. The imaging system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system used outside of procedure. It was reported that there were connection issues when connecting the mobile viewing station (mvs) and the navigation system. This was due to a bad network cable that the site was using. The site swapped the network cable and the system was able to connect to the navigation system and was performing as intended. There was no patient present.